Event description:
It was reported that the pump would not charge with multiple cables and power sources. Ni addition, the pump was dropped and had been in contact with liquid a few times. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however the device has not yet been received. A supplemental report will be submitted if the device is received.